Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was smoking and the handle of the drill overheated. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported..

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the engineer confirmed the motor sockets were corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was smoking and the handle of the drill overheated. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported..

Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was smoking and the handle of the drill overheated. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported..

Manufacturer narrative:
As this product was not returned for evaluation, the failure mode could not be confirmed. Customer didn't return device.